Manufacturer narrative:
Smith and nephew is submitting this report pursuant to the provisions of 21 cfr, part 803.

Event description:
It was reported that patient died during total hip arthroplasty following cementation of implant. Versabond bone cement was used to fix, but 4 minutes later patient reacted with breathing, heartbeat, blood oxygen saturation decreased rapidly, and finally died.